Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a full reset. The right atrial (ra) lead exhibited noise and far field r-wave (ffrw) oversensing. The right ventricular (rv) lead exhibited short ventricular to ventricular intervals. The implantable pulse generator (ipg) was reprogrammed and remains in use. The ra and rv leads remain in use and have remained stable since the ipg reprogramming. No patient complications have been reported as a result of this event.